Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins was protruding so it was explanted. The rep reported it would possibly be replaced at a later date. The leads and extensions were all left in place. No symptoms were reported. No further complications were reported.